Manufacturer narrative:
The patient remains ongoing with the lvad, and the explanted device has been returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that power limited/current advisory alarms occurred, and there was an increasing amount of copper noted in the vent filter analysis. As a result, a decision was made to exchange the pump, and the patient's lvad was replaced with another lvad. The patient remains ongoing with the lvad.